Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery using a starclose se device after a coronary angiogram. Reportedly, during advancement of the thumb advancer, resistance was felt during initial sheath splitting, right above skin level. The physician repositioned the device thinking the tissue tract could have been interfering with the advancement, and he noticed that the clip was sticking out of the clip delivery tube. The clip was partially deployed. The access ports were accessed, the safety release was depressed and the thumb advancer was retracted to remove the device from the patient. The device came out without any issues. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use. The starclose se instructions for use under precautions states: do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of inability to deploy the thumb advancer and the clip captured on the distal end of the device was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. It could not be confirmed if the reported event was solely due to anatomical or user technique, and it was therefore determined to be related to the operational context in which the device was used. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It was reported that the starclose se device was used in a moderately calcified right common femoral artery. The instructions for use states: do not deploy the clip in areas of calcified plaque. Based on the information reviewed, there is no indication of a product deficiency.